Event description:
Customer reported a power source alert had occurred. There was no reported impact on customer's blood glucose level. Customer service instructed caller to connect the wall adapter to a known working outlet and wait for at least 30 minutes to allow pump to begin charging, with plans for follow-up. Upon follow up, the pump successfully began charging.